Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the ultrasound (us) tip was broken during the cataract procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information was received from the company representative indicating the us tip was broken in the eye and the broken part was removed intraocularly during the same procedure. It was also stated that the tip was reused several times instead of using as a single use disposable.

Manufacturer narrative:
One opened phaco (phacoemulsification) tip without a wrench in a bag was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken across the ab (air bypass) hole with a jagged edge. The distal broken tip was not returned. The phaco had even wall thickness. There was wear on the threads, back of flange and nut corners that was consistent with threading on a handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).